Manufacturer narrative:
(B)(4). The sample was returned to the supplier (galemed) for evaluation. The supplier reports that the pls valve is in the correct position. The sample was also functionally tested and it worked fine and was bubbling. The supplier also reports that the poppet valve seat dislocation might occur in the circumstance of sudden and significant shock during package handling process. Pre-check which is regularly conducted before applying to the patient will detect the dislocation and no evidence shows that will happen during the process of regular usage. The supplier has reported that the design of the product is the root cause and a CAPA was opened. The pls valve poppet will be changed back to the original design.

Event description:
It was reported that "the pressure relief valve was leaking because the patients' bubbler wasn't bubbling. They changed it and it was fine." No patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the pressure relief valve was leaking because the patients' bubbler wasn't bubbling. They changed it and it was fine." No patient injury reported. The condition of the patient is reported as "fine".